Manufacturer narrative:
Title: indications and long-term outcomes of conversion of sleeve gastrectomy to roux-en-y gastric bypass source: obesity surgery (2021) 31:3410¿3418 / published online: 1 may 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2012 and june 2020, a retrospective study analyzed the results of patients who underwent roux-en-y gastric bypass after failed sleeve gastrectomy. Three (3) 60mm purple reloads were used to create the gastric pouch, one (1) 45mm purple reload for gastro-jejunal anastomosis and one (1) 60mm brown/tan reload for the jejuno-jejunal anastomosis. There were 60 patients in the study and postoperative complications included one anastomotic stricture. It was treated by endoscopic pneumatic dilation and surgical revision of the anastomosis.